Event description:
Advanced bionics received a report that the patient reportedly experienced intermittencies and loss of lock. Device failure was confirmed. The patient's device was explanted. The device was reimplanted with another advanced bionics cochlear device.